Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to aseptic loosening and migration of the acetabular cup. The modular head, acetabular cup and taper insert were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.